Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery with the use of a custom implant due to bone loss and implant wear. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown bearing; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g2, g3, g6, h2, h6, h10, h11 d4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither was provided. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. The reported event is not confirmed. F any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.